Event description:
The facility reports the tub has turned over after it was completely filled and was placed in the highest position. The person who was in the bath set on a lifter and therefore suffered no injuries.